Manufacturer narrative:
Quality control (qc) was within laboratory established range prior to and after the event. The calibration slope data showed slightly erratic results but were within specification. The application specialist indicated that none of the samples were influenced by lipaemic, haemolytic or icteric interferences. They also indicated there were no error flags generated for clot detection. A bec field service engineer (fse) was dispatched to evaluate the instrument and identified no system malfunction. The fse did not replace any parts as none were deemed to be defective. There was no indication of use error and a definitive failure mode could not be determined. The only indication of a system malfunction was the generation of the nineteen (19) erroneous results. Bec continues to investigate this incident.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously low sodium (na) and potassium (k) patient results for nineteen (19) different patients generated on the au5811-03 clinical chemistry analyzer (230v). The erroneous results were reported out of the laboratory. The samples were re-run yielding results within the normal reference range. This incident was only observed on the na and k results which both showed a similar degree of 10 - 30 % negative bias. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Updated 08/14/2013: the failure mode for this event is inconclusive as the fse was not able to identify a system malfunction. The customer recently noted sample preparation issues. The customer has been using insufficient sample for analysis. As a result, this has caused the sample probe to aspirate gel. The aspiration of gel from the gel separator tubes could lead to aspiration of insufficient samples and blockages in the tubing. This could lead to erroneous sodium and potassium results.

Event description:
This is a follow up report.